Event description:
The facility reported an infusion pump with a failure code 810:04. The facility's rep stated that no pt incident were reported on this pump since the last baxter service event. It is not known if the failure occurred while infusing on a pt or during biomed testing. Add'l contact info was requested but none was provided.